Event description:
Customer reported that the plug receptacle on css console (B) (4) was loose. As a result, the css console was difficult to plug in. The customer also stated that the css console was operating as intended and that the pt was doing well. Because of the loose plug receptacle, the pt was switched to a backup css console. This alleged failure mode had no impact on the pt, because it did not prevent the css console from performing its life-sustaining functions. The functionality of the css console was not affected.

Manufacturer narrative:
Css console (B) (4) was evaluated on site by (B) (4), syncarida clinical support specialist. (B) (4) reported that the reason that the plug receptacle was loose was that the nut and lock washers from the left side of the plug receptacle interface had fallen into the interior of the console. He retrieved the nut and lock washers and reattached them to the screw on the left side to tighten the plug receptacle. The security of the plug receptacle was tested by plugging and unplugging the power cord into the receptacle several times. He then plugged the css console into wall power and conducted successful console test validation protocol. This alleged failure mode had no impact on the pt. Because it did not prevent the css console from performing its life-sustaining functions. The functionality of the css console was not affected. Syncardia has completed its evaluation of this complaint and is closing this file.